Manufacturer narrative:
The returned product was evaluated and performed as designed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or potential for irritation at the infusion site. The adhesive pad was found to be normal.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention (prescription). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Using the pod 5 / pages 44 - 45 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The father reported that the patient's pod was coming off, about halfway, and that the cannula ripped out while the patient was horsing around. The adhesive was fully attached to the patient but where the pod meets the topside of the adhesive (where the cannula is) tore apart. He stated using skin tac to help adhere the pod as well as fluticasone, which was prescribed, that they rub onto the patient's skin, wait an hour, and because there is a steroid ingredient in this product, it helps cut down on potential irritation, etc.